Event description:
The customer reported being hospitalized for hypoglycemia. The blood glucose reading at time of the call was 363 mg/dl. Troubleshooting was performed. The settings and the programming on the pump were correct. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.